Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('medical device removal') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced menorrhagia ("her period start before hysto and hit her with a vengeance."), post procedural contusion ("bruised on inside around belly button"), muscle strain ("pulled muscle ") and procedural pain ("twinges of pain in the area (belly button)"). The patient was treated with surgery (hysto (full), ovaries and all removed). Essure was removed. At the time of the report, the medical device removal, menorrhagia, post procedural contusion, muscle strain and procedural pain outcome was unknown. The reporter considered medical device removal, menorrhagia, muscle strain, post procedural contusion and procedural pain to be related to essure. Most recent follow-up information incorporated above includes: on (B)(6) 2020: social media received. Event added- bruised on inside around belly button, pulled muscle, twinges of pain in the area (belly button). Reporter information were added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('medical device removal') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced menorrhagia ("her period start before hysto and hit her with a vengeance."), post procedural contusion ("bruised on inside around belly button"), muscle strain ("pulled muscle ") and procedural pain ("twinges of pain in the area (belly button)"). The patient was treated with surgery (hysto (full), ovaries and all removed). Essure was removed. At the time of the report, the medical device removal, menorrhagia, post procedural contusion, muscle strain and procedural pain outcome was unknown. The reporter considered medical device removal, menorrhagia, muscle strain, post procedural contusion and procedural pain to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 29-jul-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer, and describes the occurrence of medical device removal ('medical device removal'). In an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced menorrhagia ("her period start before hysto and hit her with a vengeance"), post procedural contusion ("bruised on inside around belly button"), muscle strain ("pulled muscle ") and procedural pain ("twinges of pain in the area (belly button)"). The patient was treated with surgery (hysto (full), ovaries and all removed). Essure was removed. At the time of the report, the medical device removal, menorrhagia, post procedural contusion, muscle strain and procedural pain outcome was unknown. The reporter considered medical device removal, menorrhagia, muscle strain, post procedural contusion and procedural pain to be related to essure. Most recent follow-up information incorporated above includes: on (B)(6) 2020, social media received: event added: bruised on inside around belly button, pulled muscle, twinges of pain in the area (belly button). Reporter information were added. Based on the available information. A review of our complaint records and other relevant data was conducted. Any new and reportable information that becomes available from our investigation, will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('last time ever. Make it one she'll remember') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criterion medically significant) and experienced menorrhagia ("her period start before hysto and hit her with a vengeance."). At the time of the report, the medical device removal and menorrhagia outcome was unknown. The reporter considered medical device removal and menorrhagia to be related to essure. Incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records information become available from our investigation, this will be and other non-conformances data; should any new and reportable provided in a supplementary report.